Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number of cartridge, and no non-conformances were identified. Lot # of reload t40u1y. Additional information was requested, and the following was obtained: what approach was used for procedure, neck or transoral? Neck. If neck, was a myotomy performed? Yes. How was the leak identified? Swallow study. How long after initial procedure was leak identified? Next day. What was done to address the leak? Additional surgery / or visit. Were any staple formation issues noted? Staple line was noted to be a dehiscence. What is the current patient status? Patient still has ng tube.

Event description:
It was reported that after successful completion of a zenker's diverticulum procedure on (B)(6) 2020 the patient was readmitted and required additional surgery. During the procedure on (B)(6) 2020, a powered echelon stapler along with 1 quantity of gst45b was fired. The patient was then taken back into surgery with an apparent leak along the staple line. The patient required additional surgery to repair the damaged staple line and is now recovering.